Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ foreign material: observed but cannot perform an assessment of the device as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Sales representative called to report a black dot on imprint of implant inside of sterile container. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device was not implanted.

Event description:
Sales representative called to report a black dot on imprint of implant inside of sterile container. Device was not implanted.

Event description:
Sales representative called to report a black dot on imprint of implant inside of sterile container. Device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ foreign material on implant: a white dot is observed on the device but according to qa199.01 it is within specification, with the sm code. As per the investigation procedure an intact and functional device was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.